Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges she was driving up her side walk to get into her house, she said she gave the chair a command and it allegedly did not respond, , she allegedly gave a couple more, same result. Then the wheelchair allegedly drove off the sidewalk, allegedly flipping her over into the flower bed.

Event description:
Provider alleges consumer alleges she was driving up her sidewalk to get into her house, she said she gave the chair a command and it allegedly did not respond; she allegedly gave a couple more, same result. Then the wheelchair allegedly drove off the sidewalk, allegedly flipping her over into the flower bed.

Manufacturer narrative:
Per rep: replaced the current sip and puff with a new one.